Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds, high undefined impedance and no capture in any configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.